Event description:
During coil embolization of a long aneurysm within the common artery, the first coil was not appropriate size and was withdrawn without problems. Thereafter, another coil was introduced, but did not fit due to the long shape of the aneurysm. Reportedly, the coil was manipulated without success. It was decided to withdraw this coil as well. During withdrawal the coil was stretched, elongated and broke off. Part of the coil was extended into the vessel. The physician tried to save this part by means of a retrieving device. During this attempt the coil was stretched and extended down to the carotid artery, with its end approximately on one level with the siphon. The pt was transferred to surgery for removal of the coil through the aneurysm fundus and the aneurysm was clipped. The pt suffered an anterior infarction and had to be given artificial respiration.